Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root causes may include kinks, leaks or blockages. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during npwt a renasys go pump stopped suctioning since is visible that the drainage reminds along the tubing and not got suctioned into the canister. The pump had no alarms, and the dressing was collapsed and sucked. The canister was changed, and dressing was changed the day prior to the event. It was reported than the device got dropped a few times before, but there are not visible cracks on the device or visible tears along the tubbing. Troubleshooting was perform; the o-ring was checked and it looked fine with no debris or dried blood. Nurse on the line instructed to discontinue using the renasys go for now and change from wet to dry dressing. No patient injury or other complications were reported.